Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. No anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guide wire lumen was then tested using an in-house 0.035¿ guide wire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the fibers, 4.7cm from the distal tip. The balloon fibers were then stripped and a partial circumferential rupture in the base balloon was observed 4.9cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential balloon rupture on the barrel of the balloon. Per the reported event details, the balloon was inflated within a stent. It is unknown if the stent contributed to the balloon rupture. Based upon the available information, the definitive root cause could not be determined. Labeling review: the current conquest 40 pta balloon catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of an in-stent restenosis in the right upper arm av fistula, an alleged pinhole rupture occurred upon the first inflation within the stent. There was no reported patient injury.